Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The reported complaint was unable to duplicate during the investigation. The reported issue could not be confirmed. Operator of device was unknown. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump stops running. No patient injury was reported.